Event description:
Pt had a balloon kyphoplasty procedure at l1 level for a vertebral compression fracture. The treating physician reported that during the procedure the distal metal marker of the inflatable bone tamp (ibt) snagged, possibly on a bone spicule, and broke off during extraction of the ibt from the vertebral body. The physician reported that the marker band was subsequently encased in the bone cement within the vertebral body. The pt is reported to be doing well, and does not appear to be experiencing any clinical sequellae related to the event.

Manufacturer narrative:
Product eval initiated, but not yet completed. F/u conversation with physician reporting event.